Event description:
It was reported that during the implant procedure, lead could not be inserted into the catheter because the catheter was bent. The lead was damaged while pulling it out of catheter forcefully. The procedure was completed using another lead and catheter. There were no adverse consequences to the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The damages found on the lead caused the insertion difficulty at the time of the procedure. The lead was otherwise normal.